Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The pump battery depleted from 100% to 50% within 2 days. Customer reported blood glucose (bg) level was 352 (mg/dl). A correction bolus was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.